Event description:
Procedure type: lobectomy. Reportedly, at the first firing the staples were placed to the tissue, but the stapler didn't disengage. The device was removed by cutting the tissue around the sulu on the patient side. There was no bleeding or injury to the patient reported.

Manufacturer narrative:
Date of initial report: 6/15/2007.